Manufacturer narrative:
Patient information was not provided. The device serial number was not provided, so UDI and expiration date could not be determined. As the serial number is unknown, a manufacture date was not determined. Livanova manufactures the protekduo cannula. The reported event occurred in chicago, illinois. There was no reported patient injury. The involved device was not returned for investigation, however photos were provided. Analysis of the photos identified a crack along the cannula wire-reinforced body. It could not be ruled out that the crack was the source of the reported air ingress. As the device was not returned, an exact root cause for the crack could not be determined, however the break was likely caused by repeated bending of the cannula. As no flow or pressure issues were reported in the 30 days of support, a product malfunction can be excluded and the most likely root cause of the reported event was mechanical stress due to use conditions. As a specific root cause was not determined, no corrective actions were identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a covid positive patient on vv support with a protekduo cannula experienced episodes of suction-like events and episodes of air entrainment into the circuit. The issue was discovered after more than 30 days of support, and the decision was made to change out the cannula. No patient injury was reported.